Manufacturer narrative:
(B)(4). Complaint assessed to be reportable.

Event description:
Healthcare provider reports: patient 1 of 2 patients: protime system inr results lower than expected lab. Protime inr 1.1 vs reference lab inr 3.0. Target range: 2.0 - 3.0 pt inr.